Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite calibrated pressure transducer, performed pneumatic's checkout and centered piston. Performed circuit calibration and ventilator performance checks.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). No product was returned for evaluation; therefore, a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time. This complaint will be included in on-going complaint trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator does not pressurize. As of this time there is no information about patient involvement associated with this reported event.